Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Event description:
Patient was implanted with tfn nail, helical blade and locking screw on an unknown date. Approximately one year post-operative, the patient returned to the hospital complaining of hip pain. Patient was returned to the or on (B)(6) 2012 to remove nail, helical blade and locking screw. The original injury fracture was reportedly healed and the hardware was intact. The surgeon revised patient with bone graft, bone marrow, aspirate, and synthetic graft material to fill void in the canal. This is 3 of 3 reports for the same event.